Event description:
It was reported that during a lap splenectomy, the shear was activated intra-abdominally and the generator gave an error message. Upon inspection, it was found the tip of the active blade had snapped off inside the patient. The tip was retrieved and case was completed with a new blade. There was no patient consequence.

Manufacturer narrative:
The analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off. The device showed no signs of stress or scratches. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.